Manufacturer narrative:
Insulin pump was received with moisture damage the interface board and lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture and as a result, there was fluid under display screen. Customer's blood glucose was 221 mg/dl. Customer was advised that insulin pump would need to be replaced.